Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was changing his battery for the low battery alert and the pump would not turn on. Customer stated that he placed the old battery back into the pump and there was an off/on power alert. Customer stated that he was going to try a new battery and call back. No additional information provided.